Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used during a procedure performed on an unknown date. According to the complainant, during preparation, the balloon appeared to be ruptured. The procedure was completed with another maxforce biliary dilatation balloon. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 04/01/2019 as no event date was reported. Block e1: initial repoter address 1: (B)(6). Block h6: problem code 1074 captures the reportable event of balloon burst. Block h10: investigation result: a visual examination of the returned complaint device revealed that the balloon did not have any visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional evaluation was performed by attaching the device into an alliance inflation system and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located over the proximal ro marker. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used during a procedure performed on an unknown date. According to the complainant, during preparation, the balloon appeared to be ruptured. The procedure was completed with another maxforce biliary dilatation balloon. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used during a procedure performed on an unknown date. According to the complainant, during preparation, the balloon appeared to be ruptured. The procedure was completed with another maxforce biliary dilatation balloon. There have been no patient complications reported as a result of this event.